Manufacturer narrative:
The reason for this revision surgery, the agent reported "(stem loosening when patient fell)". The previous surgery and the surgery detailed in this event occurred 1 year and 11 months apart. This evaluation is limited in scope as the items associated with this investigation were not returned to djo surgical austin for review. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate the reported devices were defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was an ncmr#55118 associated with the main part #425-97-008, taperfill hip stem, lateral offset, size 8 which documents that out of 12 parts lot, 5 parts were rejected due to uneven polish on polished surface under taper. Later, the rejected parts were reworked and retouched through spar. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to loosening after a fall. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. Agent has clearly mentioned that "patient fell" and there are multiple factors that may also contribute to an event that are outside the control of djo surgical such as poor bone density, prolonged overhead activities, inadequate soft tissue support, patient activities or trauma.

Event description:
Revision surgery due to loosening.